Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. User facility report # mw5086406. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marksman separation during a procedure. The patient was undergoing mechanical thrombectomy for a stroke in the mca m2/m3 in vasculature with moderate tortuosity. The diameter of the access vessel is unknown. During the procedure, a stentriever was used with a marksman catheter to retrieve the clot. Upon removing the devices, the physician noticed that the distal tip of the marksman was dislodged and missing. It was reported that the distal tip of the marksman "shredded" off and lodged in the distal anular branch of the left middle cerebral artery. Post-procedure, the patient was reportedly alive with nihss of 9.